Event description:
The facility reports the care giver was lifting the pt out of the chair using the sling. The pt slid out of the sling when the hooks became detached from the lift arm. The pt fell forward and fell to the floor, hitting their chin on the base of the lift.